Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited e216 error, adhesive part of objective lens was peeling off and no image. There was no patient involvement.

Event description:
It was reported the videoscope had e216 error, adhesive part of objective lens was peeling off and no image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated h6 coding, an update to h2 and correction to b5. Based on the results of the investigation, the root could not be identified, however, the probable case was stress related. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The issue can be detected/prevented by following the instructions provided in: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Suggested event 2: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the legal manufacturer's final investigation, device evaluation and b5. B5 - the previous reports inadvertently added "adhesive part of objective lens was peeling off and no image". B5 has been corrected to reflect the customer's allegation. The device evaluation could not replicate the customer's allegation. However, the device evaluation found adhesive part of objective lens was peeling off and no image. Based on the results of the investigation, the root could not be identified, however, the investigation found that the error code e216 and no image was likely caused by damage to the image sensor unit (disconnection, etc.) Or failure of the mounting components (ic chips, capacitors, etc.) Of the electrical board due to use stress, external factors, or handling. The investigation also found the objective lens adhesive part peeling off was likely caused from stress, external factors, or handling.

Event description:
It was reported that the videoscope had a e216 error.